Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to non-sustained episodes and varying pacing lead impedance on the right ventricular (rv) lead. High threshold was also noted. The lead was suspected to be fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed to change the sensing vector. The patient will continue to be monitored.